Manufacturer narrative:
The electrode lot number and expiration date were not provided. The customer replaced the sodium electrode and all solutions, performed purges, and ise flow path maintenance. They cleaned the wash station and performed ise checks, calibration, and qc. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Event description:
There was an allegation of questionable sodium results for multiple patient samples from the cobas pro ise analytical unit. Data for one patient was provided. The initial result was 130 mmol/l, and the repeat result was 141 mmol/l. The questionable result was not reported outside of the laboratory.